Event description:
The user facility reported that during a patient procedure the flat panel monitor arm cover detached and made contact with an employee. The employee did not seek medical treatment. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
A steris service technician inspected the unit and found that the knuckle covers were missing on the upper knuckle of the monitor arm; the lower covers were still attached. The technician further noted that screws were missing from the bottom knuckle cover on the monitor arm. It is not known how or when the screws were dislodged from the lighting system. The technician replaced the upper covers and installed new screws into the system. He confirmed it to be operating properly. No additional issues have been reported.